Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that on the day of implant of this annuloplasty ring in the mitral position, the repair failed after the device was sutured into place. The device was replaced with a mechanical heart valve. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: it was additionally reported that the failed repair was not due to a mdt product. Surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.